Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument tip cover comes off. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the customer confirmed that the tip cover was visually inspected before use with no issues, was properly installed using the installation tool, and likely no lubricant was applied; visibility of the orange surface, installation position, and thermal damage were all unknown, the tip cover did not fall into the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the monopolar curved scissors instrument associated with this complaint and completed investigations. Visual inspection did not reveal any damage. Tip cover accessory was not returned with the instrument. An in-house tip cover was placed securely on the instrument. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The tip cover did not move or fall off. The instrument was fully functional.

Event description:
Refer to h11 for follow-up information.